Event description:
Information was received that it is unclear whether the device has migrated or was implanted in this location. It was stated that the patient would like the device moved for comfort reasons to better access the magnet however no assessment has been received from the physician. Information was received forwarded from the physician's office that the patient's battery is reading ok and the physician does not want to proceed with any repositioning at this time as the patient's symptoms are better after adjustments were made to his magnet. No additional relevant information has been received to date. No surgical intervention has been reported to date.

Event description:
The patient underwent prophylactic generator replacement. The explant facility is known not to return any device explants. No additional relevant information has been received to date.

Event description:
Clinic notes were received stating the patient is being referred for device repositioning and replacement. Vns diagnostics and settings were reported to be within normal limits. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the migration is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient has been referred for surgery due to the patient having issues with the device being under the arm, possibly a repositioning surgery. No surgical intervention has been reported to date. No additional relevant information has been received to date.